Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the customer attempted full tubing multiple times the pump requested a minimum of 50 units after filling the cartridge with over 200 units of insulin during the load process. Reportedly, the customer filled the cartridge a few days prior to attempting to load it. It was recommended by tandem technical support that the customer fill the cartridge with fresh insulin just prior to loading it. The customer's blood glucose (bg) level was impacted (260 mg/dl). A manual injection was delivered to correct elevated bg level. The customer was able to load a new cartridge with fresh insulin successfully at the time of the call.